Event description:
Customer reported s. Aureus isolate oxacillin (ox) mic discrepancy. They obtained oxacillin-susceptible results on the dried pos combo type 20 panel and oxacillin-resistant results on secondary methods that were also performed for the clinical isolate. Results were not reported to the physician. No reports of adverse health consequences associated with the discrepant result being obtained. The cause of the oxacillin susceptible results is unknown.

Manufacturer narrative:
Evaluation: routine monitoring of complaint history and performance trends to ensure performance is within claims. Evaluation: results; requested additional information to determine if malfunction occurred. Evaluation: conclusions; product is within performance claims. The cause of the oxacillin susceptible results is unknown.